Event description:
Rupture of the pulmonary artery. Pt died. The right pulmonary artery ruptured (length 18mm; diameter of pulmonary artery is 4.1mm). The rupture occurred during second attempt of placing the catheter. The customer did not report malfunction of the product. Balloon could be inflated after catheter was removed.